Manufacturer narrative:
Eds3 drainage system was returned for evaluation: DHR - no anomalies. Failure analysis - the eds was visually inspected; cracks and stress marks were noted in the system stopcock connector. The complaint is confirmed. Root cause - the root cause for the issue reported by the customer is due to over tightening, as noted in the IFU finger tightening when connecting devices.

Event description:
A facility reported a leak was noticed on eds3 drainage system (ID 821730c) at the level of valve (sampling tap) during the change of bandage. The drainage system was implanted on (B)(6) 2024 due an arteriovenous malformation. The anti-reflux valve was replaced, then the entire system was replaced as it was still leaking.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.